Event description:
A balloon burst on the second inflation during a percutaneous transluminal angioplasty procedure via an ipsilateral approach. There were no patient complications involved. The device has not been returned for evaluation. Attempts to gain further information with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressrization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause of this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.

Manufacturer narrative:
Further follow up received after initial medwatch report was filed indicated the balloon burst between 9-12 atmospheres during a left internal illiac angioplasty procedure of a calcified lesion. Another balloon was used to successfully complete the procedure without pt complications. Follow up indicated the lesion was calcified which co feels may have contributed to this event. However, without evaluating this device, co is unable to determine the exact cause for this event. F11. Date manufacturer initially forwarded report to FDA.